Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 82-year-old male underwent high-risk percutaneous coronary intervention (hrpci) with impella 5.5 support. The patient¿s pre-support clinical condition was consistent with scai shock stage c. The initial impella 5.5 was percutaneously implanted via the right femoral artery on (B)(6) 2026 at 18:33. After transfer to the ICU, access site bleeding was noted around the femoral sheath during routine patient rounding. Hemostasis was achieved with manual pressure, forward suturing, and the use of 4x4 gauze. One unit of packed red blood cells was administered. The introducer was reported to have been peeled away outside the body, and the reposheath was confirmed to be properly placed with appropriate angle matching. The device was not removed due to the bleeding event. The patient survived, and the impella device and introducer were designated for return. The first impella 5.5 device was explanted on 29apr2026 at 12:14, with the patient surviving at explant. Subsequently, a second impella 5.5 was implanted via a surgically placed right axillary/subclavian arterial access on (B)(6) 2026 at 11:17. The reported event involved access site bleeding at the right femoral arterial sheath associated with the percutaneous placement of an impella 5.5 device, occurring after transfer to the ICU. The bleeding was managed with manual pressure, suturing, and transfusion of one unit of prbcs, without the need for device removal due to the event. The patient survived the event and subsequent explant of the initial device. The patient remains on support at the time of this report. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Added: d3. Patient-device interaction (major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1 product problem was selected incorrectly on the initial report that was submitted.d6b explant date was added.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received that the patient is still on support.